Manufacturer narrative:
(B)(4). The reported field event of backup vvi was confirmed in the laboratory via review of the device image. The cause of backup vvi was found to be due to a single bus error that occurred while the device was in ship settings.

Event description:
It was reported that the device was in backup vvi mode while it was in the box. The device was returned for analysis.